Event description:
It was reported that a novum iq large volume pump under infused during infusion. The pump was programmed for a 500 ml lactated ringers bolus. After 30 minutes, the healthcare professional noticed that the bag had only administered approximately 100 ml. The healthcare professional switched pumps to finish infusion of the bolus. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.